Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section h device manufacture date. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-jun-2014 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, the technical support specialist (tss) was unable to dial into any enterprise server. The tss attempted to contact the customer, but there was no response from the customer side. The case was then updated for closure.

Event description:
It was reported by the customer that when using the bd pyxis¿ es server, the patient order was not crossing over. The customer stated that there was a delay in the dispensing of the medication. There were no adverse events or injuries reported based on this incident.

Event description:
It was reported by the customer that when using the bd pyxis¿ es server, the patient order was not crossing over. The customer stated that there was a delay in the dispensing of the medication. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.